Manufacturer narrative:
The device was received with cracked battery tube threads and cracked case on battery tube area. The device was not received stuck in manufacturing mode. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage to the insulin pump. Customer stated that he was screwing I the battery cap and the insulin pump came apart and will not hold the battery in the battery compartment. Blood glucose was 113 mg/dl at the time of call. Performed troubleshooting and customer stated that damage was not caused by a vehicular accident and the battery compartment has a crack all the way down. Advised to discontinue use of insulin pump and revert to back-up plan per healthcare profession al instructions. Insulin pump is being returned and replaced.